Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the battery indicator began to appear on (B)(6) 2011. The patient's wife informed the cca that the patient manages his diabetes with oral medication. As a result of the alleged issue, the reporter claimed the patient was unable to test his blood glucose and discontinued taking his oral medication (type unknown). On (B)(6) 2011, the patient reportedly developed symptoms of feeling tired, and that his arms, legs and chest hurt. The patient's wife stated the patient saw his physician on (B)(6) 2011 and when he was tested with the hcp's meter, his blood glucose was "550mg/dl" and over "600 mg/dl". The reporter denied that the patient received any treatment other than his blood glucose being tested. At the time of troubleshooting, it was discovered that the patient did not replace the subject meter's battery as recommended. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.